Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager contacted zoll customer support to report that a 76 year old male patient was developing a skin irritation under the front therapy electrode. The skin irritation was bleeding. There is no indication that the patient required medical intervention. The clinical outcome of the irritation is unknown. The patient continued to use the lifevest.